Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are bent and do not work. Verbatim: consumer reported finding needles in her current box that do not work. Stated she found some of the needles to be bent and was unable to complete her injections. Stated she then had to use a second needle to complete her injection. Stated this also happened with previous boxes in the past."

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are bent and do not work. Verbatim: consumer reported finding needles in her current box that do not work. Stated she found some of the needles to be bent and was unable to complete her injections. Stated she then had to use a second needle to complete her injection. Stated this also happened with previous boxes in the past."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.